Manufacturer narrative:
(B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A 13.2mm micl13.2 implantable collamer lens, -10.5 diopter, was implanted into the patient's eye on (B)(6) 2019. Reportedly, the lens flipped during insertion. It was removed and replaced with another icl. Attempts to obtain additional information have not been successful.